Event description:
Pharmacy called to report an employee needlestick when employee put their hand into a box of syringes. Syringe was loose in the box and unshielded. Follow up call to pharmacy-was advised employee went to the hospital and is undergoing testing and treatment.